Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had experienced a decrease of hearing benefit with the device for the past 3 weeks. Re-implantation is being considered.

Event description:
The user had experienced a decrease in hearing benefit with the device since mid august 2022. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had experienced a decrease in hearing benefit with the device since mid (B)(6) 2022.the user was re-implanted.